Manufacturer narrative:
DHR, quality notification and maintenance analysis reviews were performed, and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe barrel damage. The potential cause for the problem is a barrel jam on assembly machine system, which caused the barrel damaged and the leakage during the usage. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality improvement, maintenance will be performed for the defects of damaged components and leakage. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ veterinary syringe with needle leaked during use. There was no report of exposure, injury or medical interventions.